Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high and undefined impedance in multiple locations. The rv lead was repositioned in multiple locations and removed. It was noted that tissue was present on the helix. The tissue was removed in saline solution and repositioning was attempted again but the issue persisted. The rv lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.